Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was placed on (B)(6) 2010. The bedside nurse noted leaking IV fluid from one of the lumens of the catheter, near the junction of the catheter and the hub. The physician was notified and the uvc was removed and replaced with a PICC line.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Customer reported the event to the FDA, the report number is (B)(4).